Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the pulse generator had a shorter than expected elective replacement indicator to end of life margin. The device was explanted and replaced on an unknown date. No patient symptoms or additional information was available.